Event description:
The hospital reported that during an endoscopic vein harvesting procedure, just prior to branch ligation, after the hemopro tool was passed through the harvesting cannula, the jaws were noted to be misaligned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per out standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).